Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, patient, and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: detachment from source. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the proglide, attempted an arteriotomy closure after an interventional procedure. The physician noted unusual resistance and aborted the procedure. After the device was removed from the patient, it was noted that the foot was cracked and eventually broke. Hemostasis was achieved by manual compression and there were no adverse patient effects reported. No additional information is available.